Event description:
Concerns regarding disinfection of our retcam lens. Our hospital is using a bleach solution as recommended in the manufacturer's manual. However, we are seeing some possible corrosion starting to occur on the metal despite not submersing >4mm. In addition, the user manual states the following is an alternate solution: franklab peraxy-lens or peralex h8+. However, we are not able to find out any more information about this product, including searching the item in the internet. Contacted manufacturer but no clarification received.